Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrs d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 04.211.040s lot # 9l31631 manufacturing site: werk selzach release to warehouse date: 27 april 2022 expiration date: 01 april 2032 supplier: (B)(4). Non-sterile part # 04.211.040 non-sterile lot # 714p851 manufacturing site: werk selzach release to warehouse date: 14 mar 2022 supplier: synthese USA hq, inc a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent open reduction/internal fixation surgery for a diacondylar fracture of the distal humerus on (B)(6) 2023. The va-lcp dhp long and a va-lcp dhp short were used in the surgery. The procedure was completed successfully with no delay. Immediately after surgery, one of the screws inserted into the distal holes of the va-lcp dhp long was found to be protruded. The protruded screw would be replaced in a revision surgery on (B)(6) 2023. The patient outcome was reported to be stable. This report involves one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. This is report 1 of 1 for (B)(4).